Manufacturer narrative:
Software analysis determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735740, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that after uninstalling and reinstalling the software, the system functioned as intended. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that after spinning the patient, the navigation system would show "unregistered imaging system exam received, to use this exam perform a manual registration". The spin had a nav tag. The site tried to manually push the spin but the same issue occurred. After rebooting the navigation system and trying a second spin, the same message was received. A third spin was completed with a second navigation system which allowed the site to complete the case. Additional troubleshooting revealed that the issue only currently happened on the first navigation system, and no other navigation systems on site. For every spin taken with the imaging system, there is a nav tag on the exam, but the exam transfers to the navigation system without an imaging system registration. When turning on the system to pull logs and attempt a software uninstall and reinstall, the ubuntu grub menu appeared. Technical services (ts) walked the manufacturing representative through the fix and was able to resolve the issue in a separate case. The manufacturing representative then tried to take a spin and was still unable to get it to transfer. After uninstalling and reinstalling the software application, the spin was able to transfer. There was no impact to patient outcome and a delay of less than 1 hour to the procedure as a result of this issue.